Event description:
My client required a revision hip replacement because of the failure of the original product. Her initial surgery was done on (B)(6) 2009 and a wright profemur z modular product was used. At the time of the revision, the surgeon observed that the polyethylene cup liner (longevity crosslinked polyethylene liner ref. (B)(4), lot 61139509) was badly deteriorated, as was the ceramic coated head (ref. (B)(4), lot 016316885), which was worn through to bare metal.